Event description:
It was reported that the patient ams 800 artificial urinary sphincter (aus) cuff eroded. The entire aus system was removed and no new device was reimplanted. The patient is doing good post surgery. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.